Event description:
It was reported that during a pph procedure, the device did not staple; it only fired and cut. The case was completed with manual suturing. The procedure was delayed by 20 minutes. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 09/23/2008. Information anticipated, but unavailable at this time.